Manufacturer narrative:
It was reported that the patient experienced a skin irritation while using the electrode - patch - universal 2 channel. The electrode was unable to be inspected because it was not returned. Allegation should be considered confirmed as there are images of the patient's skin irritation and/or evidence the patient sought medical care to treat the skin irritation. The associated skin irritation is likely related to the patient reacting to the electrode adhesive and/or hydrogel. The following factors were identified as having contributed to the skin irritation: known medical/dermatologic conditions and age extremes (infant 0-12 months, pediatric 1-18 years, elderly 65 and older). Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. Patient reactions, such as skin irritation, resulting from biocompatibility issues are considered and assessed. Additionally, instructions for use (IFU) and patient education guides (peg) provide patients with guidance should skin irritation develop.

Event description:
It was reported on (B)(6) 2026 while wearing the electrode - patch - universal 2 channel the patient experienced a skin irritation described as general itching and redness. The patient did not seek medical attention. The patient did not have a break in service (bis) or discontinued service. The skin prep regimen was followed. There was no reported history of skin sensitivity or allergies. Patient services (ps) provided patient of proper skin prep, skin care, and suggested alternatives. The patient agreed to wait until they consult with there physician. On (B)(6) 2026 the patient reported they are removing the device due to there skin irritation that developed into a rash. The physician confirmed a week of data was sufficient. Additional information was received on 25 june 2026. The patient was prescribed betamethaone dipropionate momessome keoconazole. The patient also reported having skin sensitivity. The symptoms improved gradually after removing the device. It was unknown of the incident date of the skin irritation occurrence. There are no photos available for review. No further information to provide at this time.